Manufacturer narrative:
D1: corrected brand name. D4: corrected the catalog number and serial number.

Event description:
No information on case other than the 5.5 had to be replaced with another 5.5 due to small clot on the tip of the cannula. There was an increase in the plasma free hemoglobin which prompted the surgeon to replace the pump. Support is still ongoing.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
B5: additional event information received.

Event description:
This pump was exchanged and yes, it was successful. Device is not available for return- the physician cut it and inspected it and said he did not think the very small thrombus was a contributor.